Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause of these phenomena could not be identified. Based on the results of the investigation, it was confirmed from the device inspection results that there were scratches around the area pointed out. Therefore, it cannot rule out the possibility that some kind of external force was applied to the relevant part. IFU (instruction for use) states as follows: inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported issue of " scope connection, loose control body" was confirmed. The scope connection was found loose. Further evaluation found chipped , loose pink rubber. Hole/cut observed on the "a-rubber" (bending section) and noted to be leaking. The angulation is low. Inlet is loose (elevator channel) . Peeling on forceps cover glue was determined. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device control body is found loose, marked with red tape. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found device pink rubber chipped, loose.